Manufacturer narrative:
Product is not expected to return as it remains in service. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement . The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. This device is not expected to return as it remains in service.